Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 65.1cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip is damaged. There are numerous hypotube kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2018. It was reported that crossing difficulties were encountered. The 85% stenosed, 15x3.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.